Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the lad. It is reported that during the procedure there was a questionable perforation of the diagonal artery treated with balloon tamponade.

Manufacturer narrative:
Additional information: no perforation occurred during the index procedure. Index procedure was prompted by stable angina and positive stress test. If information is provided in the future, a supplemental report will be issued.